Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of emboli (thrombus/thrombosis), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clots on the steerable guide catheter (sgc). It was reported that the patient was given heparin before the transseptal puncture, but the patient formed a clot in the right atrium twice during the transseptal puncture. The clot was aspirated out and the puncture was completed. The sgc was advanced to the right atrium and clots formed on the tip of the sgc. Aspiration was performed. Clots formed again when the sgc was advanced to the left atrium. Aspiration was performed. The sgc was removed and the procedure was aborted. The patient was extubated and remained in stable condition. The patient was referred to hematology for the repeated clot formation. No additional information was provided.